Event description:
On 2/24/95 a MFR's rep was demonstrating the device to staff nurses. It is a 2 piece sequential compression pump designed to stimulate blood circulation through a sequence of compressions. It was placed on the employee's right leg and placed into operation. She felt immediate leg pain, removed the device and experienced a lack of sensation in her right foot believed to have been caused by nerve injury. Pump is being tested by MFR.